Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump produced a burning smell and was hot to touch when plugged into multiple charging cables. Subsequently, the usb port melted. The customer's blood glucose level was 136 mg/dl. The customer reverted to an alternate method of insulin therapy.